Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had a black screen during a bolus. Customer's blood glucose was 17.6 mmol/l. Customer stated that her son removed the battery from the pump and inserted another new battery. Customer then received a black screen. Customer was advised to clean the inside of the battery cap with a dry q-tip. Customer inserted a new battery and received a black screen again. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with full segment display due to open lcd driver. Unable to perform the displacement test due to display anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.